Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred out of the nexiva/q-syte combination with a bd nexiva¿ closed IV catheter system. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: after placing a nexiva, blood is withdrawn with a reusable vacutainer which is pressed thru the q-site. After removing the vacutainer, the nexiva gets flushed with a posiflush 5ml. In several cases the nacl leaks out of the nexiva/q-site combination.

Event description:
It was reported that leakage occurred out of the nexiva/q-syte combination with a bd nexiva¿ closed IV catheter system. This occurred on 5 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: after placing a nexiva, blood is withdrawn with a reusable vacutainer which is pressed thru the q-site. After removing the vacutainer, the nexiva gets flushed with a posiflush 5ml. In several cases the nacl leaks out of the nexiva/q-site combination.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/26/2020. H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one unopened unused unit and one used unit with two additional q-sytes and a bd posiflush syringe. Upon initial inspection of the retuned units no damage was found to the nexiva device. Dried media was observed in two of the q-sytes. A leak test was performed on the nexiva unit and no leakage was observed in the unit. Leak testing was also performed on the q-sytes using pressurized water to test for leakage when the septum is engaged and disengaged. Leakage was observed in the two q-sytes that had dried media. The leakage was observed escaping through the vent holes of the top body which is indicative of a column tear. The column of the units were inspected for holes. One unit had a tear in the bottom disk and column wall while the second had a hole through the bottom disk and column wall. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.